Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. Four samples were received for evaluation. One was in used condition and three samples were received in unused condition without the original packaging. Visual and functional testing were performed. Visual inspection found no discrepancies were observed in cleo sets or in the retractor. Functional testing did not observe any leaks in the assembly. The cannula was connected to retractor and then tested using a syringe with water in order to detect leaks. During the testing, the water passed through the connector. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken. No product information has been provided to date. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147.

Event description:
There was a leakage at the catheter-tubing connection during delivery. Installation sites were changed regularly. The patient had blockages because of this leakage. The lot number of cleo infusion set has been changed and the issue has since resolved. No patient injury was reported.